Manufacturer narrative:
Investigation is ongoing.

Event description:
Ten years post implant of the 23 mm sapien valve, a 20mm sapien 3 ultra valve was implanted due to stenosis. Per proctor review: the area of the valve at the annulus measured 290mm. Ten years post procedure, the patient is a resident of an assisted living facility. She lost consciousness while walking, fell striking her head. She had no pulse. CPR was initiated. Troponin was elevated. Right rib fractures noted, and the patient was admitted to the hospital. Additional medical records indicate tte ten years post showed severe prosthetic aortic stenosis. The aortic valve is diffusely calcified. The valve area is 0.51 cm2, with the mean gradient of 52.6 mmhg. The patient had a successful valve in valve tavr in the aortic position, using a 20mm sapien 3 ultra via planned right femoral artery cutdown approach. Tee ''demonstrated a well-functioning valve with paravalvular regurgitation''. No procedural complications or edwards device malfunctions were listed.

Manufacturer narrative:
Supplemental report for no product return evaluation. Update to b4, g3, g6, h2, h6, and h10. The valve remains implanted; therefore no visual inspection, functional testing or dimensional testing could be performed. No imagery was returned for review. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record review is required. As a technical summary applies to this complaint event, a full engineering evaluation is not required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve calcification was confirmed based on medical record. A manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. As noted, patient had hyperlipidemia and diabetes. It is well known that patient with these pre-existing comorbidities may increase the risk of valve stenosis/calcification. As such, available information suggests that patient factors (hyperlipidemia and diabetes) may have contributed to the complaint event. Since no product non-conformance were identified, a product risk assessment (pra) escalation is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.